Manufacturer narrative:
The device for this complaint was not returned for a physical inspection or device testing. The cause of the failure could not be determined as the customer resolved the issue on their own and did not provide information on how the issue was resolved. A device records review could not be performed due to the unknown serial number. This report is related to MFR 00399 (1/2) olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the customer cannot configure the laser wireless footswitch to the console. There were no reports of patient harm. Additional information was received from customer. The device will not be returned because they have resolved the issue. Despite, 3+ attempts to obtain further details from the customer, no additional information has been provided.